Event description:
A screw in a sternum plate closure case backed out post operatively. The surgeon has no plans on removing the screw since the closure has held and the pt is healing without any issue.

Manufacturer narrative:
Screw was not returned to pioneer surgical for eval since it was left implanted and the surgeon will not be removing it. No more info is available at this time. Pioneer surgical will send a f/u report if more info becomes available.